Manufacturer narrative:
Two opened/used enlite sensors were inspected and tested, both sensors passed with accurate readings.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported experiencing huge differences between the sensor glucose readings and the blood glucose readings. Customer also mentioned receiving a calibration error. Customer declined any troubleshooting. Customer's blood glucose reading at the time of the call was 209 mg/dl. No further information reported.